Event description:
It was reported that the sensor came loose from the pedestal upon removal from the packaging. The caller did not know the blood glucose reading and was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.